Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) was unable to control the oxygen (o2), and the partial pressure of carbon dioxide (pco2) failed. As a result, the unit was replaced with an o2 tank. The surgical procedure was completed successfully. There was an estimated blood loss of 500 to 700 milliliters (ml) due to exchanging of the oxygenator. There was no reported adverse consequences to the patient. Per the manufacturer's clinical specialist, there were two oxygenator changeouts during the case for a total of three oxygenators used. Carbon dioxide (co2) was being flushed into the surgical field at 6 liters per minute (l/min) and reduced to 1-3 l/min to reduce air emboli and preserve heart function which is an accepted technique. After 1.5 to 2 hours into the case, the arterial pco2 started to rise on the blood parameter machine. The gas sweep was raised up and over 10 l/min on the epgs with no effect to lower the pco2 even after reducing co2 flushing to the field. A point of care blood gas analyzer confirmed the pco2 to be in the 70s. Gas flow was confirmed exiting the epgs by the external flowmeter and holding the gas line to the ear to hear the gas flow. The heparinization of the blood was also confirmed to be adequate. The decision was made to switch to an o2 tank directly to the oxygenator at 15-20 l/min. This did not reduce the rising pco2 and the blood color was noted to be dark. The decision was made to switch out the oxygenator without changing the reservoir. Upon changing the oxygenator, a blood leak occurred from an open purge line off the oxygenator. The oxygenator was again changed quickly, not due to gas exchange performance, but due to the blood leak and trouble determining the source of the leak. The third oxygenator was primed and the patient was placed back on bypass. The gas exchange with the o2 tank at this point was acceptable with the blood gasses all falling within acceptable ranges. A decision was made to switch the gas source back to the epgs. The blood gases began to deteriorate once again, so the o2 tank was utilized again to source 100 percent o2. The blood gasses became acceptable again and the surgery was completed successfully.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2022 the gas system was successfully calibrated. There were no concerning errors in the log. Flow was set high at times (6.59 l/min, 8.7 l/min, 9.1 l/min), but no errors occurred. There were no indications of a gas system problem in the log. The field service representative (fsr) had the perfusionist operate the gas system as if during a case, checking all o2 outputs from the epgs. All lines appeared clear of obstruction beyond epgs. The fsr replaced the epgs. The unit operated to manufacturer's specifications. The product surveillance technician (pst) observed the epgs to operate as intended. The epgs successfully passed calibration and then passed the verification and release testing.

Manufacturer narrative:
The reported complaint was confirmed. During testing of the device at the service center, the service repair technician (srt) calibrated the electronic patient gas system (epgs) successfully and the unit passed all testing. The unit was reconditioned. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: b5.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem while on cardiopulmonary bypass, whereby they were unable to control both partial pressure of carbon dioxide (pco2) and partial pressure of oxygen (po2). This problem occurred about one and a half to two hours into bypass. The electronic patient gas system (epgs) was changed out, as well as the oxygenator. The surgery was completed successfully with no delay, but there was reported blood loss as a result of the oxygenator change out. There was an extensive online meeting held to discuss the events. In attendance were the primary perfusionist, the chief perfusionist, the sales representative, as well as three clinical specialists. The perfusionists described the sequence of events as follows: approximately two hours into the pump run, the pco2 started to climb excessively, noted on the blood parameter monitor (bpm) and confirmed by blood gas analyzer. After requesting that the surgical team decrease the carbon dioxide (co2) that was blowing on the field, and increasing the gas flow rate to greater than 10 liters per minute (lpm), they decided to switch to a direct oxygen (o2) tank. When they were still unable to decrease the pco2, as well as noticing a decreasing po2, they decided to change out the oxygenator, which resulted in a momentary mishap with the second oxygenator purge line left open, resulting in blood loss, and an immediate third oxygenator change out (before identifying the open purge line). After oxygenator change out, the po2 and pco2 improved dramatically. At this time, it was decided to switch the gas source back to the epgs, at which time the pco2 started to climb again. So the gas source was switched back to the o2 tank, with improved results, and the case was completed successfully on the o2 tank.